Event description:
A surgeon reported a pedicle screw was noted as broken on radiograph approximately 4 months post-implant following a posterior thoraco-lumbar fixation at levels t12 through l2. A reoperation was performed to replace the construct. It was reported that the patient may have had experienced a traumatic event.